Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a broken screw driver tip that was retrieved from the patient with no patient injuries reported. The procedure was completed using a backup device. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time a review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of risk management files and instructions for use found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that upon putting screw in on power, doctor did not switch to hand for final tightening and screwdriver tip broke off. Broken tip was retrieved. No delay, injury, or harm was reported. Procedure was completed with a smith & nephew backup device.